Event description:
During baxter's functionality testing it was found that a spectrum pump falsely recognized a loaded set. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false recognition of a loaded set. Evaluation experienced an unload from guide #2 alarm while attempting to load a fluid filled set caused by a failed lower latch switch. The lower auxiliary assembly, which contains the failed lower latch switch, was replaced.